Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
At insertion of the central line, removal of the guidewire (sic, i.e. Stylet) was very difficult, and it did not slide within the catheter; resistance leading to deformation of the catheter. After several attempts and tugs, the guidewire was finally withdrawn, but concerns about the integrity of the catheter remain because of the deformation and the pulling force applied to it. If the guidewire had not been withdrawn, a new catheter would have had to be inserted with all of the associated risks and pain..

Event description:
At insertion of the central line, removal of the guidewire (sic, i.e. Stylet) was very difficult, and it did not slide within the catheter; resistance leading to deformation of the catheter. After several attempts and tugs, the guidewire was finally withdrawn, but concerns about the integrity of the catheter remain because of the deformation and the pulling force applied to it. If the guidewire had not been withdrawn, a new catheter would have had to be inserted with all of the associated risks and pain.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. The reported issue for this complaint was that the stylet was difficult to remove and the integrity of the catheter was a concern. Visual inspection found the hub of the catheter to be cracked so a functional test of the integrity of the catheter could not be conducted. Evaluation of the device did not confirm a manufacturing error. A definite root cause for the experienced issue with the removal of the stylet could not be determined with confidence. The IFU states: if resistance or bunching of the catheter is encountered, stop stylet withdrawal. Then withdraw both the catheter and stylet together about one inch, repeat priming with saline, and try removing the stylet again. Repeat this procedure until the stylet is easily removed. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time.